Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the retain test strips were tested and they passed testing with no faults found.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 8pm. Prior to the start of the alleged meter issue, the patient reportedly administered 2 units of lantus (at 10am, date unknown); however, it is not known what her blood glucose reading was with the subject meter before administering the insulin. According to the csr's documentation, at the same time of the alleged meter issue, the patient reportedly was incoherent; however, it is not known what the patient's blood glucose reading was prior to and/or at the onset of her symptom. The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. At an unspecified date/time the patient reportedly obtained (with the subject meter) blood glucose readings of "95mg/dl" and two hours later "26mg/dl"; it is not clear what action the patient took in response to each reading. Per csr notes, after the alleged issue occurred the emergency medical services (ems) was contacted and the patient had consumed food (as treatment) before ems arrived. The patient's blood glucose reading with the subject meter, prior to contacting ems is not clear. According to the csr's documentation, 30 minutes after the reported meter issue occurred the patient reportedly obtained a blood glucose reading of "69mg/dl" with the ems's meter, she was administered IV glucose by a health care professional shortly after, and then transported to the emergency room (ER). It is not know if the patient received additional treatment while at the ER, it is not specified when the patient was released from the ER, and the patient's medical diagnosis prior to discharge is not clear. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. Although the patient's reported symptom occurred at the same time when the alleged issue began, and the patient's reported readings ("95 and 26mg/dl") were obtained two hours from each other, this complaint is being reported due to the following conclusion: while using the subject meter the patient was reportedly treated by an hcp for severe hypoglycemia.